Manufacturer narrative:
Eval summary: no product was available for review. The lot number is unk. Since the lot number is unk, it is also not known if this zirconia femoral head is from a suspect lot that has been recalled by the MFR, saint gobain, due to mfg process issues documented by the MFR. A distribution history report was run for all devices sent to another country prior to the reported implant date. The report showed that they received both recall and non-recall affected product. Review of the device history records was not possible as the lot number required for retrieval was unavailable. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the device was implanted in 2000. Post-up, the pt experienced sudden pain and disability. X-ray showed femoral head collapse. Device was revised in 2007, where zirconia head was removed in multiple fragments.